Manufacturer narrative:
It was determined that this event was duplicate and investigation findings are reported in manufacturer reference number (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The outcome was not considered to be device or therapy related; however, a cause of death was not provided. No further information is available.